Event description:
It was reported that during implant, the device header set screw could not be tightened to secure the left ventricular lead. Multiple torque wrenches were attempted, but the set screw failed to engage and subsequently could not be removed from the screwdriver tip. The device was not implanted. The patient was in stable condition with no adverse events.